Manufacturer narrative:
(B)(4). The customer reported that a device fell and broke. As there is no information to determine if a patient was involved, we will report this issue. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a device fell and broke.